Manufacturer narrative:
This product has been returned for evaluation and testing, however the failure analysis report is not complete. Additional information will be sent within 30 days upon receipt.

Event description:
Report received indicated the stent delivery system's balloon would not inflate. During an interventional angioplasty to the mid-right coronary artery the stent delivery system (sds) was advanced to the lesion and attempts were made to deploy the stent however, the balloon would not inflate. The sds was removed. There was no pt injury. Additional information has not been provided in response to request for pt-vessel and procedure specific information.